Event description:
It was reported the video system center was displaying a malfunction error b40 during preparation for use. There was patient involvement in the reported event. Upon receipt of the device and evaluation by olympus, another reportable malfunction was observed; there was no image from the dvi output due to a damaged circuit board.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b40 error occurred due to a failure of the printed circuit board. The image issue occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.